Event description:
Notes: date of event is unknown. Also, this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report#3005099803-2008-3517 for a description of the other device. A hydratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (age, weight unknown). According to the complainant, the tip of the hydratome split while coming through the scope. The procedure was completed with another of the same device and there were no patient complications reported with this event.

Manufacturer narrative:
A device evaluation was not performed as product has been disposed. A review of the device history record was performed and revealed no anomalies.